Event description:
#Medwatcher #followup1 #FDA mw5060440 #(B)(4). Had to have hysterectomy to remove the coils.

Event description:
(B)(4). Chronic chest pains, fibromyalgia, peripheral neuropathy, migraines, hypoglycemia, brain fog, short term memory issues, decreased vision, abdominal pain, kidney stones, heavy painful periods, lack of coordination.